Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal section of the inner body was kinked and the 34cm distal part of the inner body was detached/ separated.the stent was not returned. The main body of the inner body was contained within the outer body catheter; however, due to the condition of the device a functional test could not be performed. Based on the device analysis and information currently available the cause for damages observed cannot be determined.

Event description:
Analysis of the returned device noted that the inner body distal end of the stent delivery system was broken. No consequences to the patient were reported.